Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed. Air was applied to the cuff using a syringe and it was observed inflation was difficult and deflation was hard. A visual inspection was performed and it was observed the inflation line tubing is collapsed inside the lumen of the tube. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy tube was difficult to inflate/deflate. Customer indicated there was no patient involvement.